Event description:
The customer reports the device has a single line across the front of the display during the daily opcheck. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reports the device has a single line across the front of the display during the daily opcheck. There was no reported pt involvement. A philips field svc engineer evaluated the device, but could not recreate the reported problem. The device passed all testing and was returned to the customer. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause because the symptom was not duplicated.